Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient¿s cmg displayed 290 mg/ml; however, the bg was 400 mg/dl. The patient lost consciousness; the patient¿s daughter called the paramedics who transported the patient to the emergency department (ed). The patient was treated with 40 units of insulin in the ed. It was not confirmed if the patient was admitted to the hospital or released home from the ed. At the time of report, the patient was feeling better. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.